Manufacturer narrative:
(B)(4). The cause of the system error (se) 2240 is incomplete prime which is a known cause of the se2240 alarm. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A formal review of the labeling will be performed. If additional relevant information is received, then a follow up report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain while the hp was connected. The hp stated that two extension lines were used on the patient line that were not properly primed. The technical service representative (tsr) explained that the hp always needs to re-prime the patient line prior to connecting if the extension line was not primed all the way to the top of the line. The tsr informed the hp that air had entered the setup and the hp needed to start the therapy over using all new supplies. The tsr assisted the hp with clearing the alarm by cycling the power and ending the therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted if any additional relevant information becomes available.